Event description:
New information received notes that the device undersensing was resolved by programming change. No patient consequences was noted due to the device issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was discovered that the implantable cardiac monitor did not record the episodes of torsades. The patient was stable and being monitored.